Manufacturer narrative:
(B)(4). On (B)(6), the consumer called baxter japan technical service center and reported that the patient was hospitalized for peritonitis. On an unreported date, a touch contamination occurred. On (B)(6) 2013, the patient was diagnosed with peritonitis and hospitalized for the event. The patient received unspecified antibiotics as treatment for the peritonitis. The patient received re-training on proper disconnect/connect methods and aseptic technique while hospitalized. It was not specified whether the patient remained hospitalized at the time of reporting. The patient was recovering from the event of peritonitis. This report of use error-breach in aseptic technique is confirmed, because it was reported that there was a touch contamination. The assignable cause is unknown. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. Patient outcome was not reported.